Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 12/17/2014 with the following findings: the cartridge compartment threads were found to be damaged. The cartridge cap was able to secure properly to the cartridge compartment. Unrelated to the complaint, a battery compartment crack and battery compartment thread damage were discovered. The battery cap was unable to secure properly. The keypad was found to be peeling. Evaluation revealed the ok keypad button was intermittently responsive. There was evidence of keypad contamination found under all key contacts. Investigation revealed the display screen was dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/ damaged casing-cartridge compartment) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.